Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00620005422 item name shell porous with clusterholes 54 mm o.d. Lot # 62435503. Item number 00625006530 item name bone scr 6.5x30 self-tap lot # 62444813. Item number 00625006525 item name bone scr 6.5x25 self-tap lot # 62455771. Item number 00631005032 item name liner 10 degree elevatedrim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 62434932. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: tests leading up to the revision showed bursitis, high cobalt levels, and alval/synovitis, respectively. During surgery, the femoral component was found to be intact and corrosion was found at head and neck junction. Minor oxidation was found on the poly liner. The taper was cleaned of any blackened metal debris and remained in good condition. Additionally, a thick membrane was encountered when entering, which is characteristic of a pseudocapsule. The head and liner were replaced without complication. X-rays showed normal post-op appearance and normal alignment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021 -00300.

Event description:
It was reported by the patients legal council initial right total hip arthroplasty. Subsequently revised 6 years post implantation due to lower extremity discomfort, groin pain elevated metal ions, pseudotumor in pelvis, trunnionosis, and adverse local tissue reaction. During the revision corrosion at the head and neck junction, blackened metal debris removed from the taper, trunnion with circular etchings, and minor oxidation to the poly. The head and liner were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.